Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection at the site of the two abandoned leads. On (B)(6) 2018 the affected area was resected and the wound area was lavaged. Antibiotics were administered. The leads remained implanted but inactive. The patient was stable.